Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-03284.

Manufacturer narrative:
(B)(6). Medical products - compr srs ic seg - 60 mm, cat#: 211225 lot#: ni; compr srs mod stem - 8 x 100 mm, cat#: 211236 lot#: ni; compr srs 50 mm dst hml bdy lt, cat#: 211250 lot#: ni. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered a fracture of their ulna, during an elbow arthroplasty revision procedure to implant a distal humeral prosthesis. There was a reported delay of greater than thirty (30) minutes in the procedure, due to the complication of the ulna being penetrated. The patient then underwent a revision to treat this fracture approximately thirty-five (35) months later, and was implanted with a custom ulnar component. Attempts have been made and additional information on the reported event is unavailable at this time.